Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited docking issues with the delivery catheter as a gap was noted between the docking cap and the docking button. The device and catheter were retrieved and replaced. A new device was successfully implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of docking issue was not confirmed. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.